Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that they experienced high blood glucose level. Customer¿s blood glucose was 433 mg/dl at the time of incident. Other blood glucose level was 328 mg/dl. The customer was treated for high blood glucose with bolus. Based on customer report customer did not allege the insulin pump was under delivering. The customer was using the insulin pump when high blood glucose was reported. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. Insulin pump passed high pressure test. The insulin pump will not be returned for analysis.